Manufacturer narrative:
(B)(4). One used full radius blade was returned for evaluation. The returned blade assemblies were evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edge form. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the design which in turn drove a change in the fabrication process for the inner blade has been affected which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported incident was found to be a process issue which has since been addressed. The device was produced to the then approved design specifications. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that little particles of metal became loose from the shaver blade. They were removed from the joint with another company's shaver with suction utilizing the same technique. There were no patient injuries or complications.